Manufacturer narrative:
(B)(4). The primary console is not a single use device. The approximate age of the device from the date of manufacture is 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported by an extracorporeal membrane oxygenation (ECMO) nurse that the lcd screen on the second-generation console went blank and there was an audible buzz/humming. This occurred while the patient was being transferred from the computed tomography scanner gurney back to the bed. The console was located on the gurney and the motor was being held by a second nurse when this occurred. The nurse who witnessed the screen blank out called this information out immediately, and the second nurse immediately verified that the motor was in fact running as it was in her hand at the time and she could feel the vibrations were unchanged. The team exchanged to the back-up console and motor. The console was cleared by bio-medical department and is back in service. The patient was symptomatic but was changed immediately to a backup with no ill effects. No additional information was provided.